Event description:
Covidien received a report that a patient died after pulling her tracheostomy tube out while unattended. She was found in the room in full arrest. Customer stated that a n-560 was observed to have had dashes on the saturation and pulse-rate display without audible alarm, and that they do not remember if beep, tone, or indicator lights were present.

Manufacturer narrative:
Although device was not returned to a covidien facility for further eval, a covidien rep attended the hospital on (B)(6) 2010 and observed that the device alarms were functional. Selections of warnings, cautions, notes and text provided on page 3 copied from the oximax n-560 pulse oximeter operator's manual, pn 10006635.